Event description:
The user facility reported that the image on their equipment connected to the hexavue custom room rack had lines and was blanking. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found distortion on the image. The technician replaced the fiber optic, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.